Event description:
It was reported that a smiths medical pump alarmed no disposable pump won't run. Res vol 80.9 ml, rate is 2.3 ml, given is 25.15 ml. A few air bubbles observed in the tubing that extends across the top of the cassette. Patient not affected. No further information available.